Event description:
It was reported that the probe being used during a shoulder arthroscopy would not turn off when the doctor pressed the footswitch. The patient was not injured as the doctor pulled the probe away immediately. All three parts of the system, console, footswitch and probe, will be returned for investigation. The products were sold to the account in june, and the sales representative reports that the products were used approximately 50 times.

Manufacturer narrative:
The devices have been returned to the manufacturer and are still under investigation. More information will be available upon the completion of the investigation, and a follow-up will be made at that time.